Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent a revision of a uss poly. This surgery for the post op event with the rod breakage and revision. The failure of fusion occurred following the initial operation, the rod breakage would be a consequence. The initial operation was done in excess of 5 years ago. The construct needed to be extended cranially and the rods were broken in multiple places due to pseudoarthrosis. All parts of the broken rod were removed. He rod was successfully changed and the construct revised extending cranially. Concomitant device reported: unknown locking screw (part #: unknown, lot #: unknown, quantity #: unknown), unknown screw/rod construct accessories: uss (part #: unknown, lot #: unknown, quantity #: unknown), unknown lamina/pedicle/process hooks: uss (part #: unknown, lot #: unknown, quantity #: 1), unknown mono/polyaxial screw collars/sleeves/heads: uss (part #: unknown, lot #: unknown, quantity #: 1). This report is for 1 of 1 for pc-(B)(4).